Event description:
It was reported that the device was not grasping pins due to corrosion in the collet. There was no patient involvement or adverse consequences relate to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer the rear bearing was stuck on the driveshaft due to corrosion. This prevented the lever from actuating the collet and releasing the pins properly. It is likely this corrosion was introduced at the account and not adequately removed during cleaning. This is contrary to the instructions for use. There were no relevant non-conformance records associated with the release of this device. There were no relevant non-conformances, alerts, deviations, or rework related to this event. There were no relevant design/process changes or deviations related to this event. This device is not repaired.